Manufacturer narrative:
Olympus medical systems corp. (Omsc) received the subject device and checked and reviewed/evaluated, because omsc received the request from the user whom did mishandling for the subject device. Omsc couldn't see the hard scratches or the abnormal things inside the instrument channel. The subject device also passed the leak test. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of those evaluations, omsc couldn't find any abnormalities or irregularities for the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the fragment of the ligating device was come out from the instrument channel outlet of the subject device into the patient body during unspecified diagnostic procedure. The user retrieved the fragment and completed the procedure with the subject device. The user also informed that the subject device had been used with the ligating device in the unspecified procedure one week before the reported event. At that time, the user could not have retrieved the cut piece of the ligating device, it had been suctioned by mistake. The user had reprocessed the subject device and completed the unspecified procedure. There was no report of patient injury associated with this event. The user did not provide the other detailed information.